Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the pt's programming history, it was found that the pt's settings were set to unintended settings due to an interrupted system diagnostic test. Pt device was reset to intended settings on (B)(6) 2010.